Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no more hearing sensation with the device.

Manufacturer narrative:
Based on the received information the patient could not hear anymore. A damage to the active electrode is likely according to in situ measurements. However, to determine an exact root cause a device investigation would be necessary. Furthermore, at the time of implantation four channels remained outside of cochlea, which might have contributed to the lack of benefit. Re-implantation surgery is considered, but no date has been scheduled yet. This is a final report.

Event description:
The patient has no more hearing sensation with the device. 4 channels were outside the cochlea during surgery. The patient was hearing very well with 8 channels inserted.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. There were also four channels extra cochlea since initial implantation. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient no longer has any hearing sensation with the device. The patient has been re-implanted